Event description:
Precision blade tip broke while removing the head of the femur, during a right hip replacement. The tip blade and broken tip were recovered and handed off the field, and then given to charge nurse. Manufacturer¿s defect or stress related during normal use. Original packaging not available. Manufacturer response for precision falcon oscillating tip saw cartridge, stryker (per site reporter). No response from the manufacturer as of this date of report.